Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. During pre-balloon aortic valvuloplasty (bav) the patient went into complete heart block. The valve was implanted. The final implant depth was 4.5mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The heart block persisted. A permanent pacemaker was attempted to be implant, however the pacemaker embolized and was removed from the patient. The patient's rhythm began conducting on its own. No permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. During pre-balloon aortic valvuloplasty (bav) the patient went into complete heart block. The valve was implanted. The final implant depth was 4.5mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The heart block persisted. A permanent pacemaker was attempted to be implant, however the pacemaker embolized and was removed from the patient. The patient's rhythm began conducting on its own. No permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances. A permanent pacemaker was attempted to be implant, however the pacemaker embolized and was removed from the patient. The patient's rhythm eventually began conducting on its own and no permanent pacemaker implant occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.